Event description:
It was reported the physician implanted a gore® preclude® pericardial membrane (pcm) on (B)(6) 2014, following reconstruction of a patient¿s aortic root, aortic valve, and ascending aorta. A few days after the procedure, pus was discharging from the patient¿s sternal incision. The physician explanted the pcm on (B)(6) 2014, and reclosed the pericardium with a bovine patch. The patient was doing well following the procedure and was discharged from the hospital on (B)(6) 2014. Pathology results were positive for propionibacterium acnes.

Manufacturer narrative:
A review of the manufacturing records verified the lot was processed normally and all pre-release specifications were met. Additionally, a review of the sterilization records verified the lot met all pre-release specifications.